Event description:
It was reported that during pre-magnetic resonance imaging (MRI) testing, this right ventricular (rv) lead exhibited high out of range shock impedance values greater than 200 ohms in the daily measurements and 128 ohms when programmed rv coil to right atrial (ra) coil. Technical services (ts) believes these observations could be due to calcification on the coil. All trending was in range and at this time, there is no evidence of a lead conductor fracture. Reprogramming options were discussed and ts confirmed that MRI could be performed since integrity of the lead appears to be intact. No adverse patient effects were reported. The lead remains in service.